Event description:
It was reported that during a lateral tenodesis surgery the tip of the anchor has bent during the insertion. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation is confirmed. Visual inspection identified that the eyelet of the suture anchor, peek-swivelock® c, 4.75 x 19.1 mm, vented, had bent. The edges of the eyelet were damaged. The anchor was observed cracked, and the threads were warped. Functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were not provided. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.